Manufacturer narrative:
Additional manufacturer narrative-based on the information collected, philips confirmed that this event is the same as the event which was reported in case number (B)(4). The investigation result will be updated and submitted in case (B)(4). Philips will close this report.

Event description:
It has been reported to philips that the fluoroscopy image quality was poor during a vertebroplasty procedure. The customer indicated that the cement could be injected outside the vertebrae as the cortex of the vertebrae could not be seen clearly. Philips has requested additional information from the user and has initiated an investigation. Philips has submitted an adverse event report on (B)(6) 2022 (philips reference: 1776012). Based on available information, philips cannot determine if it is the same event.